Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to wound dehiscence. An infection was suspected, so cultures were taken but results were negative. No further patient complications have been reported as a result of this event.